Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information revealed that the patient underwent surgical intervention wherein the ipg was explanted and replaced. Postoperatively, the pain has resolved.

Event description:
It was reported that the patient had recently lost weight and the ipg site is now uncomfortable and causing pain. In turn, surgical intervention may take place to address the issue.